Event description:
A patient was in for a planned change of defibrillator generator and upgrade to a crt-d. The patient's old device was disconnected from the leads and a cognis 100-d crt-d was connected. There was no effective capture of myocardial tissue with the device appearing to output a pacing stimulus. The physician removed the device and inserted a second new bsc cognis crt-d generator and connected the leads with the same result. The bsc field clinical engineer recommended attachment of the proximal coil which resolved the capture issue. There was no harm to the patient. The hospital returned the initial device to the bsc field rep for testing and review. Manufacturer response (as per reporter) for ICD, cognis 100-d crt-dwe have asked the manufacturer to share the information with the hospital when analysis is completed.